Event description:
It was reported that the patient underwent a revision procedure due to the cylinders being too long with an inflatable penile prosthesis (ipp). The ipp 21cm cylinder/pump pre-connect was explanted and a new ipp 18cm cylinder/pump pre-connect was implanted.